Event description:
Gambro dasco received a report of a patient who complained of nausea during dialysis treatment on a phoenix machine at an autodialysis center (arcachon autodialysis) staff reported that the patient did not fell well on his arrival for treatment. During the 15 days prior to his dialysis treatment, he had been hospitalized for an infection. Patient was released after the completion of his dialysis treatment. Patient was then admitted to the emergency room during the night and he died in a cardio-vascular collapse approximately 30 hours later. The admitting diagnosis was hemolytic anemia. The patient was then transferred to a private hospital. The machine was checked by a gambro technician who observed no anomalies. Machine was determined to be operating within manufacturer's specifications.

Manufacturer narrative:
The centre's records confirm that the diascan profile (dialysance) was correct during the session and the treating nurse did not observe any kinking on the extracorporeal circuit. The records also show that, earlier, another patient was treated on the same machine without incident. A hemolytic episode cannot be medically excluded, however lab data does not suggest mechanical hemolysis. Gambro has found no conclusive evidence to suggest that any gambro product contributed to mechanical or chemical hemolysis. Gambro does not regard the submittal of this report as an admission of responsibility for the incident.